Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. Conclusion code applies to the ins and conclusion code applies to the desktop charger. Method code applies to the desktop charger. Results code applies to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. The patient reported that the metal piece came off and it started sparking when they tried to push it back in. The patient's son told them not to use it so they would not get electrocuted. There was still little wires sticking out. It happened the past week when they tried to use it because the pain in their legs and it helped calm it down. The patient noted that it wasn't a new pain; it was the same pain the healthcare provider (hcp) had put the implantable neurostimulator (ins) in for 3 years ago. Basic functionality of recharging was reviewed with the patient. The patient was confusing coupling bars with the ins battery level. It was reported that the patient was also unaware that they could attempt to recharge without having the insr plugged in as the connector pin broke last week. After adjusting the dial, the patient had all coupling bars shaded and the first section of the ins battery was blinking. The patient was educated that they could recharge over multiple sessions and could turn stimulation back on once it was at least 25% full. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.